Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had emergency surgery. Approximately (B)(6) 2012, the patient had emergency surgery due to wires being tangled and had swelling. No other information was provided.